Event description:
The customer reported that during use, the instrument would no longer open while on tissue. A second device was used to force the jaws to open. There was no blood loss, no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.